Event description:
I have purchased two bedwetting alarms online and I am having a problem with one of them. The two are identical alarms, but one is defective. This is a brand new device which is malfunctioning . As soon as I plug in batteries, the alarm starts vibrating gently and then it starts getting hot. I set it on the desk to check how hot it would get and 30 minutes later, it was super hot. The back door has a hole from heat. In effect the plastic door has melted from heat. This is extremely dangerous. The other alarm is not doing this, but we will not use it for risk of same problem. The only way to cool the alarm is to remove the batteries. Too dangerous to operate safely for my son.